Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to get add'l complaint info, including a final attempt by letter on 04/24/2012, were unsuccessful. The product was, however, returned by the customer. In summary, a breach in the insulation at the strain relief was present causing a short which could result in sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating / melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformations of the transformer housing. A visual examination of the cord revealed twisting from end to end with exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.3 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as 0.7 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 60.9 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires; when she plugs it in, it gets hot and she witnessed sparking on two occasions. An injury was not reported.